Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator and sheath had been perforated proximal to the distal tip. Functional testing with a brk needle was not performed because the complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the brk needle insertion difficulties is consistent with the incorrect use of the device.

Event description:
This report is to advise of a perforation found in the sheath during analysis.